Event description:
It was reported that the vascular stent was found to be fractured and occluded eight months post placement in the right distal sfa/proximal popliteal artery. Reportedly, the pt returned to the hospital with claudication symptoms. A thrombectomy device was used to re-open the occlusion. A pta was performed and two covered stents were placed in overlapping technique to successfully treat the pt. No pt injury was reported.

Manufacturer narrative:
The lot history records could not be reviewed, as the lot number of the subject device was not available. No product catalog number was provided. The investigation is currently underway.